Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all devices and server was inaccessible. A technical support specialist dialed in to the application server and attempted to run some downtime queries in the database and found that the database server was offline and attempted to remote desktop protocol from the application server to the database server to verify whether it was online, but the connection failed. The tss requested the customer to check the database server and involve hospital information technology (hit) team to bring the server back online. The customer restored the database server. The tss dialed into station and checked the synchronization information 2.0 for all stations and found that everything was up to date and ran the downtime query in the database server and confirmed that the server was communicating properly. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the server became inaccessible and all devices went offline. No scheduled vendor downtime was identified, and both sides of the interface required review. Devices were in critical override, and significant login latency prevented access due to timeouts. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.